Event description:
Laser assisted in-situ keratomileusis - visx customvue customized corneal lasik post-op problems persisting to the present - (B) (6) 2010-: -persistent eye pain in left eye -persistent dry eye unrelieved by drops, including restasis -unintended induced monovision from undercorrection of dominant eye. -fluctuating acuity/unstable refraction in both eyes, worse in left eye -persistent light sensitivity in both eyes -ghosting, double vision, monocular diplopia -glare, arcs, starbursts, haloes, night vision problems, nocturnal glare -loss of contrast sensitivity -increased floaters -general misery from eye problems. Dates of use: (B) (6) 2007 -- (B) (6) 2010. Diagnosis or reason for use: myopia.

Event description:
It was reported that the patient has expired after an implant duration of approximately 4.4 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
(B) (4)the sample involved in this incident is not available.

Manufacturer narrative:
Information was received on 12/15/09 and included that in 2009, the home patient (hp) was admitted for bilateral gangrenous feet. It was recommended the hp have a left bka (below knee amputation). The hp and husband wanted a second opinion. Eleven days later, the hp went to another city. While the hp ended up having a left bka. The following month, while the hp was riding in the ambulance to rehab facility, the hp was vomiting blood in the ambulance. As a result, on the same date, the hp was admitted back to the hospital for vomiting blood. After a diagnostic workup, she was diagnosed with a gastro intestinal (gi) bleed. Treatment for gi bleed was not reported. The hp was transferred to the rehab facility. The following month, the hp was discharged from the hospital. The following month, the hp was seen in the clinic and was diagnosed with peritonitis manifested by cloudy effluent. On the same date, a cell count and culture was performed prior to antibiotic treatment. Treatment for the peritonitis was ancef and fortaz intraperitoneal (ip), and when the culture came back ancef and fortaz ip were discontinued and vancomycin ip was started. Three days later, the hp was admitted to the hospital for dehydration, failure to thrive, and peritonitis. She was discharged three days later. Two weeks later, the hp's husband called the nurse and stated the hp was complaining of not eating and abdominal pain. The hp was readmitted to the hospital for the aforementioned events. On this admission, another culture and cell count was performed and peritonitis was diagnosed. While hospitalized, the hp was diagnosed with malnutrition manifested by low albumin. The following month, the hp had exploratory lap surgery and during which it was observed the patient's gallbladder had perforated. Treatment and outcome were not reported. The outcome of bilateral gangrenous feet, peritonitis, non-compliant with peritoneal dialysis therapy, not eating, abdominal pain, malnutrition, dehydration, failure to thrive, vomited blood, and gi bleed were not available as the nurse had no further time to discuss. Per the nurse, the aforementioned events were not related to the dianeal therapy. At the time of this report, the hp was still in the hospital and plan to go on hemodialysis. Prior to being diagnosed with another episode, the peritonitis diagnosed on event date, had resolved. Per the nurse, the dehydration was treated with intravenous fluids the following month, was considered resolved. The failure to thrive was unresolved. During hospitalization, the hp was diagnosed with cystitis. The same month, the hp had her perforated gallbladder removed via a laparoscopy cholecystomy. When the hp was hospitalized a gram stain was performed on the patient's effluent. While having the surgery, it was noted the hp had chronic adhesions and the bile had entered her peritoneum, so the hp was diagnosed with bile peritonitis, in addition, to having peritonitis cultured as e. Coli. Also the same day, the hp had her pd catheter removed. The nurse stated the hp started hemodialysis after having the pd catheter removed. The outcome and treatment of the second case of peritonitis in 2009 is unknown. The treatment and outcome of cystitis and chronic adhesions was not reported. Per the nurse, the events of chronic adhesions, cystitis, and bile peritonitis are not related to dianeal therapy. Per the nurse, during the hp's hospitalizations, she was not aware of what product the hp was using for dianeal pd (whether or not the hp was doing manual exchanges or was using a cycler).

Event description:
A customer contacted global technical services regarding assistance with the homechoice (hc) unit during use. The nurse stated that the patient line became separated from the transfer set and they were going to reconnect the home patient (hp) and use the same supplies. The tsr asked the nurse if the patient line became separated on its own or if the transfer set was damaged. The nurse stated that she thought that the hp did not connect it properly, but it does not look damaged. The nurse had already reconnected the hp and was about to restart therapy and she stated that while disconnected, the hp drained out fluid onto herself and the hp had not capped off the catheter. The tsr advised the nurse to end therapy and to not start over until the hp's peritoneal dialysis (pd) nurse or nephrologist has been informed of what happened. The nurse ended therapy and will call the nephrologist. No further information is available.

Manufacturer narrative:
Sample availability is unknown at this time. If a sample becomes available, a follow up will be sent.